Event description:
Medtronic pain pump synchromed 11 my dr used a variety of pain meds in my pump. Some had preservatives. The polymer catheter and / or pump bladder had a chemical reaction breaking down causing brain damage. After having the pump removed I am able to process thought but for two years I would have been considered mentally handicapped. I have not regained all y mental ability back yet but I feel mentally better every day. I would like to know the chemical makeup of the catheter and bladder and what med.